Event description:
A nurse received serotherapy after being pricked with a sampling needle from a patient who generated (B)(6) results on the axsym hbsag assay and (B)(6) results on axsym core. The patient sample was sent to another laboratory and confirmed to be (B)(6) for hepatitis b on the architect analyzer. The patient who was the source of the needlestick had (B)(6) hepatitis b serology on the axsym two months ago. No adverse outcome was reported due to the serotherapy.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7a40, axsym hbsag (v2), that has a similar product distributed in the us, list number 9b01, axsym hbsag. One retained kit each of axsym hbsag (v2) reagent pack, list number 7a40-22, lot number 08233lf00 and of axsym core reagent pack, list number 7a41-20, lot number 09228lf00 was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity, specificity panels were tested for each assay. Specificity panel values met specifications and the results were in the typical range for both assays and no false reactive results were obtained. All generated data demonstrate that the performance of the axsym hbsag (v2) reagent pack, list number 7a40-22, lot number 08233lf00, axsym core reagent pack, list number 7a41-20, lot number 09228lf00 are not compromised. As part of our evaluation, we have reviewed the complaint records for the affected lot numbers and did not identify any problems relating to the complaint observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on our evaluation, we have determined that axsym hbsag (v2) reagent, list number 7a40-22, lot number 08233lf00 and axsym core reagent, list number 7a41-20, lot number 09228lf00 are performing acceptably.